Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical images have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke and migrated to the patient¿s heart. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one catheter and two x-ray images of the complaint sample were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for catheter break, specifically, catheter break at the port stem, as a break profile with characteristics consistent with a catheter break at the port stem was observed with microscopic visual evaluation. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, and contraindications) showed that the product labeling is adequate.

Event description:
It was reported that the catheter broke and migrated to the patient¿s heart. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ti lp port with 6.6 fr s/l silicone catheter and two x-ray images of the complaint sample were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. X-ray images were reviewed. The investigation is confirmed for catheter break, specifically, catheter break at the port stem, as a break profile with characteristics consistent with a catheter break at the port stem was observed with microscopic visual evaluation. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, and contraindications) showed that the product labeling is adequate. (Expiration date: 09/2020).

Event description:
It was reported that the catheter broke and migrated to the patient¿s heart. The catheter was removed. There was no reported patient injury.